Manufacturer narrative:
Correction: single use: should have been marked "no" in the previous report.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during the implant procedure, the lead insulation was noted to be damaged. The lead was not used. A new lead was implanted. The patient was in a stable condition.